Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer reported stuck button alarm. Customer stated that device labels, including serial number and dome label stickers was reported as missing, removed, worn, faded, or damaged following to usage. No further patient complications were reported. The customer will discontinue use of the device.